Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, an early end of sensor session was reported. Data was provided available for evaluation. Confirmation of the issue and a probable cause could not be determined. No additional event or patient information is available.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, an early end of sensor session was reported. Data was provided available for evaluation. Product was provided for evaluation. Visual inspection was performed and no defects were found. Voltage and pairing testing was performed no the device passed all testing. Confirmation of the issue and a probable cause could not be determined. No additional event or patient information is available.